Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited lead noise resulting in inappropriate mode switching and a decrease in sensed p-wave amplitudes. Programming changes were suggested but not made. The lead will continue to be monitored.